Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported being able to access the station after a system reboot. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported being able to access the station after a system reboot. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and granted the user administrator level access. The technical support specialist inspected the device's logs finding no evidence of any system error. Device monitored for 24 hours. Device confirmed operational.

Event description:
It was reported that a bd pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. The customer did not disclose the nature of the procedure and reported being able to access the station after a system reboot. There was no report of patient harm or adverse event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e1, g1, h6, h10, h11. This complaint is associated with sf case #(B)(4), previously mentioned, is not related to this case. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-nov-2020 to 15-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was able to access the station after a system reboot. The technical support specialist updated the system configuration file and checked the data sync logs. But didn't find any error. After which the system was rebooted, and the med applications were able to launch without any error. The system functioned as intended after the customer resolved the issue and was assessed by the technical support specialist.